Event description:
A customer reported that their freestyle meter was showing error 3 on the insertion of the test strip. The customer also observed the low battery and booklet icon. The calibration code stored in the meter changed to 18. The customer's meter was returned for investigation and testing confirmed the meter to exhibit the memory overwrite malfunction on 21 mar 07. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the letter.